Manufacturer narrative:
Pt info: unk. Work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo13.2 implantable collamer lens of -15.0 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. Excessive vault, elevated iop without pupil block, significant reduction of iridocorneal angles, angle closure with elevated iop, and pigment dispersion were observed. Cause reported as unknown. Reportedly, "higher vault than expected probably due to longer lens." On (B)(6) 2022, the lens was repositioned, but did not resolve the problem. On (B)(6) 2023, the reporter said that the doctor gave up explanting the lens because in the last controls, it could be seen that the vault had decreased, and she decided to continue evaluating the patient.

Manufacturer narrative:
Corrected data: h6: health effect- clinical code: 4581- significant reduction of iridocorneal angles; angle closure; pigment dispersion. Claim#: (B)(4).